Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor.

Manufacturer narrative:
Eval code-conclusion updated.

Manufacturer narrative:
Implant date estimated from manufacturing date and the estimated eri of 15 months from the interrogation report on (B)(6) 2016. The date of (B)(6) 2011 is the earliest possible implant date.

Event description:
Additional information received from a foreign manufacturer representative indicated the patient experienced in creased pain. The returned pump logs indicated the motor stall occurred on (B)(6) 2016 at 13:46 with no recovery recorded. The pump was interrogated on (B)(6) 2016 and motor stall message was seen. The pump was in possession of the manufacturer representative and would be sent back. The pump was used to receive bucaine (4.7mg/ml, 5.0104mg/day) and clonidine (562.5mcg/ml, 599.65mcg/day).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a representative regarding a patient in (B)(6) who received an unknown medication via an implantable pump. It was reported that during normal use a motor stop occurred. Diagnostic testing, troubleshooting, actions and interventions taken included trying to reprogram the pump but this was ¿impossible¿. As reported, it was unknown if there were any environmental, external, or patient factors that might have led or contributed to the event but maybe medication. As a result the pump was explanted and replaced on (B)(6) 2016 and expected to be returned. At the time of the reported the patient¿s status was alive-no injury and the issue was reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.